Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was not transmitting to the insulin pump. Customer stated he got lost sensor alarm and customer was always within 6 feet of the sensor. Customer was advised to remove the cannula and stated he cannot see the needles. Customer stated it was either in his body or in the sensor part. Customer's blood glucose was 14 mmol/l. Customer will return the sensor for analysis. No further information provided.